Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that shock was delivered due to low r-wave and myopotential oversensing. No abnormalities were noted under x-ray. Possible cause of r-wave change is biochemistry. The patient will be monitored.